Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "severe nipple hypersensitivity for the patient during her menstrual periods." Healthcare professional also reported left side rupture. Device has been explanted.

Manufacturer narrative:
Visual evaluation:visual analysis of the identified photos: broken shell, red particles in the shell and labeled as left side. Analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported left side "severe nipple hypersensitivity for the patient during her menstrual periods." This event is not device related. Healthcare professional also reported left side rupture. Device has been explanted.